Event description:
Patient reported left side "possibly ruptured implant, pain, numbness, scattered calcification" and "mammograms are painful." Device remains implanted.

Manufacturer narrative:
In response to FDA report number mw5085693. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "possibly ruptured implant, pain, numbness, scattered calcification" and "mammograms are painful." Device remains implanted.